Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) lost capture while connected to a patient during a procedure. A different epg was chosen and connected to the patient without incident to resolve the issue. It was noted that the epg had been tested and had passed inspection. No patient complications have been reported as a result of this event.